Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/the one coil was actually visualized within the uterine cavity') and genital haemorrhage ('bleeding / excessive bleeding') in a 38-year-old female patient who had essure (batch no. 654846,641419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, menopause, hormone replacement therapy, uterine adhesions and c-section. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain / constant pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details- (B)(6)2009 and (B)(6)2009 left essure failure (B)(6)2009) had to have it redone on (B)(6)2009-essure device placed on both side and correct position was verified. On (B)(6)2009- hsg that showed patent left fallopian tube,the one coil was actually visualized within the uterine cavity. The left tubal ostia was visualized and the essure instrument was placed up appropriately and deployed. The grasper was utilized to grasp the old coils that remained in the uterine cavity and they were removed through the cervix w/o incident. Removal details- on (B)(6)2009 underwent coil removal for failed left essure and on (B)(6)2013 underwent total laparoscopic hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: there are bilateral essure implants, there is tubal obstruction on the right but tubal patency on the left; on (B)(6)2010: normal appearance following an essure procedure. The fallopian tubes are occluded.. Lot number: 641419 manufacture date:2009-05 expiration date: 2012-05. Lot number:654846 manufacture date:2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/the one coil was actually visualized within the uterine cavity') and genital haemorrhage ('bleeding / excessive bleeding') in a (B)(6) female patient who had essure (batch no. 654846,641419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, menopause, hormone replacement therapy, uterine adhesions and c-section. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain / constant pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details: (B)(6) 2009 and (B)(6) 2009 left essure failure, ((B)(6) 2009) had to have it redone. On (B)(6) 2009 essure device placed on both side and correct position was verified. On (B)(6) 2009- hsg that showed patent left fallopian tube,the one coil was actually visualized within the uterine cavity. The left tubal ostia was visualized and the essure instrument was placed up appropriately and deployed. The grasper was utilized to grasp the old coils that remained in the uterine cavity and they were removed through the cervix w/o incident. Removal details: on (B)(6) 2009 underwent coil removal for failed left essure and on (B)(6) 2013 underwent total laparoscopic hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: there are bilateral essure implants, there is tubal obstruction on the right but tubal patency on the left; on (B)(6) 2010: normal appearance following an essure procedure. The fallopian tubes are occluded.. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.